Event description:
Report received from the USA stating that the device "seized up" during a spine surgery. There was another drill available to complete the surgery. There was no delay reported. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If add'l info is received, a supplemental report will be sent.